Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (11) eleven years since the subject device was manufactured. The customer's reportable malfunction was confirmed. In addition, burn test was performed for 2 hours but the spare/back up lamp did not turn up. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that error code e102 and e103 are due to defective xenon lamp. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, there were error codes e102 and e103 observed on the light source. The issue was found at the end of a diagnostic colonoscopy procedure (from the cecum and out). The procedure was completed with the same device. There was an unknown delay, however, there were no reports of patient harm.